Event description:
A physician was using a gel mark biopsy site marker during a breast biopsy in conjunction with a mammotome biopsy device. When removed the gel mark applicator from the mammotome probe. He observed that the tip had sheared off. It is unknown if the tip remains in the patients breast. There were no patient adverse effects.